Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed. All programming was correct and the insulin pump passed the prime test. The customer did not have the tubing clamp to run the high pressure test. A tubing clamp was sent to the customer.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.